Event description:
The facility reports the resident was up in the lifter when the right lower sling clip became detached. The resident fell to the floor, hitting the head and suffering a laceration which required sutures, bruising around the neck, and a skin tear to the left shoulder.